Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The product sample was found intact but had a scratched liquid crystal display (lcd) lens. The reported issue was not duplicated. During inspection and testing, the device found no issue with discolored screen and alert displayed on screen. The device passed all functional testing, and the technician ran the program for an extended period with no issues occurring. The root cause of the reported issue was unable to be determined.

Event description:
It was reported that a patient stated she fell last night and was admitted to hospital for a broken hip. Patient is pending surgery. In addition patient reports pump sn 456210 has a discolored screen and has alert displayed on screen. Product fault did not occur while in use. Product issue did not contribute to injury.